Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a pump message stating "all insulin deliveries have been stopped, contact technical support". Tandem technical support assisted the customer with clearing the message. As there were 6 units of insulin left in the cartridge, customer was scheduled to change pump supplies. Customer declined further assistance with the supply change. Customer's blood glucose was 117 mg/dl.